Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. The event of sensation increase/decrease and rheumatoid arthritis are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to "rheumatoid arthritis, anal cancer and stabbing grinding pain from the armpit to the hands". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "rheumatoid arthritis, stabbing grinding pain from the armpit to the hand, numbing, tingling and burning" in the hands and "joint aching" from head to toe.." The patient also reported "numbing, tingling and burning" in the hands and "joint aching" from head to toe." Patient additionally reported "anal cancer, peripheral neuropathy, lesions on the brain, feeling very sick and not thinking clearly or processing right, chronic fatigue, autoimmune issues, cognition and memory issues;" these events are not related to the device. This record is for the right side.